Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not detected on bus. A field service engineer identified that the tower controller printed circuit board assembly (pcba) cards were damaged due to water leakage, replaced all affected components, including two controller printed circuit board assembly (pcba) cards and eight latches, performed testing using the hardware test application (hta) and validated functionality with the user, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not detected on the bus. The customer attempted to manually open it using keys, recover the storage space, and reboot the pyxis; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.